Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a business partner regarding a patient receiving lioresal (2000 mcg/ml at 278 mcg/day) via an implantable infusion pump. The indication for use was noted as cerebral palsy. Medical history included spastic quadriplegia and cerebral palsy. Concomitant products included: miralax (polyethylene glycol 3350), omega 3, ferrous sulfate, acidophilus, trazodone, tizanidine, oxcarbazepine, omeprazole, melatonin, ascorbic acid, and magonate (magnesium gluconate) (doses and dates of therapy not reported). It was reported the patient started treatment with lioresal intrathecally via an unspecified intrathecal pump for spasticity. On (B)(6) 2017 (also noted as around the time of baclofen pump implantation), the patient began to experience cyclical fevers lasting 2-3 days approximately every week. On an unspecified date, noted as since implantation, the patient experienced a csf (cerebrospinal fluid) leak and seizures. On (B)(6) 2017, the patient experienced forgetfulness and on (B)(6) 2017, it worsened. On (B)(6) 2017, cbc (complete blood count), ua (urinalysis), blood and urine cultures, and crp (c-reactive protein) results were within normal limits. On (B)(6) 2017, the pump was interrogated and concentration was verified with no problems (normal). An ultrasound of spinal canal/septal showed 4.8 x 2.0 cm fluid collection. Electroencephalogram (eeg) results showed frequent sharps and focal slowing. On (B)(6) 2017, the patient was admitted to the hospital for observation with fever, ams (altered mental status), and csf leak. On an unspecified date, the patient started diamox (acetazolamide). On (B)(6) 2017, the patient was discharged with precautions to lay flat and wear an abdominal binder. On (B)(6) 2017, at a neurosurgery follow-up appointment, the csf fluid collection had resolved. It was learned that the seizure medication (oxcarbazepine) was started prior to pump placement. The patient had been seizure-free since (B)(6) 2014, and the seizures began again on (B)(6) 2017, shortly after pump placement. No additional information was provided. No further complications were anticipated/reported.